Event description:
The device was returned for service. It was determined that a separation occurred between the two molded parts on the female connector. It was determined that the female connector that connects the power cord to the unit may crack and could potentially result in live accessible metal parts presenting a hazard for electrical shock. Testing was perfformed and has indicated that the power cord meets the specifications and the applicable standards for power cords (ul 817 and iec60320-1). The testing demonstrated that this power cord had to have experienced excessive abuse to result in this failure.